Manufacturer narrative:
Initial trend analysis for lots 54704 and 56334 was conducted, no malfunctions were found. This is the only complaint for lots 54704 and 56334. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports on two seperate occasions that syringes from item number 829155 lot number 54704 expiration date 08/22/2026 are bent before use. After replacing the end user's defective syringes with item number (B)(4) lot number 56334 expiration date 9/27/2026, the end user reports that the defect is persisting in lot 56334 as well. On occasion the end user will find a syringe that not bent before use but the injection is painful.